Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy due to both leads migrating. As a result, the leads were explanted and replaced to address the issue.